Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that after successful completion of a surgical procedure, during regular check of the system at the end of the day, vacuum was not built up. There was no patient involvement.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The customer however, has yet to accept the footswitch purchase and service completion. No additional information has been provided. Based on qa assessment, the product met specifications at the time of release. Root cause: the root cause cannot be determined conclusively. (B)(4).